Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details to "clips stuck in the material?" Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? . Did the device fire? Did the device open? . Was the device difficult to close on the tissue? . Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? Is the current patient status known? . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that when using the stapler, the staples did not leave the stapler. You didn't give it to use. Clips stuck in the material. Procedure: ¿retossigmoidectomy.¿